Event description:
Caller reported that a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.